Event description:
An alveolus alimaxx-e esophageal stent was implanted into a post-perforation patient. In approximately six weeks, the physician observed tissue in-growth through 50% of the stent length. The physician decided to remove the stent because of the tissue in-growth. The physician successfully removed the stent.

Manufacturer narrative:
Alveolus is unable to perform a review of the manufacturing records for this product because a lot number is not available at this time.